Event description:
It was reported that the left monitor on the 9800 sys got progressively darker during a case. The image was switched to the right monitor and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The left monitor was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.